Event description:
The international customer reported the ventilator went vent inop due to an air valve liftoff failure. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service engineer confirmed the reported problem. The service engineer replaced the blower to address the reported problem.